Event description:
It was reported that the device reached the elective replacement indicator (eri) sooner than expected, lead impedance has been low, and pacing thresholds high. The thresholds and pulse widths were set to unexpected values after eri was tripped. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.